Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to start up. The device powered up and operated normally. However, the epg shut down automatically when the battery was removed. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to start up. The epg was returned for service. There was no patient involvement.